Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: the pump's black box showed no pump reboot events. There was an unconfirmed alarm that caused later battery alarms. The battery cap was able to secure to the pump with no issues. The pump was able to perform the prime steps with no alarms or warnings. The alleged issue could not be duplicated.